Manufacturer narrative:
Date of event is estimated. Addition information was requested but not yet received.

Event description:
It was reported that patient experienced a burning sensation and tenderness around the ipg site due to a suspected infection. The patient was administered antibiotics to address the issue.

Manufacturer narrative:
Further information was requested but not received. A patient experienced a burning sensation and tenderness around the ipg site due to a suspected infection was reported to abbott. The patient was administered antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.